Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead with full breached insulation degradation 9.6 cm from the connector pin. All other damages found were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.